Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results h3 other text : discarded by user.

Event description:
It was reported that during a surgical procedure at the user facility, the light broke during the procedure and burned the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the light broke during the procedure and burned the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.